Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% non-bsc instent restenosed target lesion was located in the moderately tortuous and non calcified right superficial femoral artery (sfa). A 5.0 x 20/135 sterling mr balloon catheter was advanced to the target lesion and during the first inflation at 8atms a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.